Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/01/2016. (B )(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please make extra effort to get product back from the hospital for the same product code (B)(4), lot jkh126 for ethicon to perform testing.

Event description:
It was reported that during inspection of the surgical disposable store of the pharmacy on (B)(6) 2016, the inspector removed the suture for testing. The subsequent analysis on (B)(6) 2016 stated that the suture was considered to be sub-standard on the basis of sterility test performed. Additional information has been requested.